Manufacturer narrative:
The device was not returned for evaluation; no pictures were provided. The most likely reason for the reported failure is the wear and tear damage incurred over repeated usage; however, due to the device not being returned, we are unable to confirm the reported event.

Event description:
On 10/28/2021, it was reported by a sales representative via sems that an ar-6480 fluid management system keeps increasing pressure but the flow is not enough per the surgeon. This was discovered in a case, with no patient effect reported.